Event description:
During a therapeutic procedure on a pt, the device basket became impacted with a stone in the pt's common bile duct, it was decided to release the stone through the safety mechanism of breaking the tip of the basket. The basket handle was then placed in the alliance device, where upon pressure was applied, but the back of the handle snapped leaving the stone impacted in the basket. The complainant indicated that there were no injuries or complications to the pt, nor was surgery or additional intervention required as a result of the reported malfunction. Several attempts were made to obtain additional pt and event info from the complainant; all attempts were unsuccessful.